Event description:
I have used fixodent for about 13 years. About 3 years ago, I started having tingling in my legs and feet and hands. Then funny sensations when my legs were touched. I finally mentioned this to my dr. I had lots of blood work done and nothing was found. I tried different soles in my shoes because of trouble walking. I was then diagnosed with neuropathy and my blood was checked for copper and zinc. My copper was low and zinc high. This is permanent and I require medical care continuously. I will have to stop work soon. I have fallen 1 time already. I am getting worse. Dose or amount: denture cream. Frequency: 3 or 4 times. Route: oral. Dates of use: 1996 - 2009. Diagnosis or reason for use: loose dentures. Event abated after use stopped or dose reduced? No.